Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a motor error during rewind process and also had insulin pump error alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Unit alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify a35 alarm due to motor error alarm. Pump history download using thds was successful. However, there is no data available on event date, unable to perform data analysis for motor error, a35 alarms complaint. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Motor test failed at motor encoder signal out of phase. The test p-cap/reservoir does lock into place. Unit had scratched case, cracked reservoir tube lip, cracked battery tube threads, stained end cap sticker, stained address/serial number label. Unable to confirm a35 alarm due to motor error alarm. Motor error alarm during rewind due to motor encoder signal out of phase confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify a35 alarm due to motor error alarm. Pump history download using thds was successful. However, there is no data available on event date, unable to perform data analysis for motor error, a35 alarms complaint. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Motor test failed at motor encoder signal out of phase. The test p-cap/reservoir does lock into place. Unit had scratched case, cracked reservoir tube lip, cracked battery tube threads, stained end cap sticker, stained address/serial number label. Unable to confirm a35 alarm due to motor error alarm. Motor error alarm during rewind due to motor encoder signal out of phase confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.